Manufacturer narrative:
Continuation of d10: product ID: 37642, serial# unknown, product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has inadvertently turned therapy off (on more than one occasion) and as a result the patient ended up in the hospital. Caller stated that the button to turn therapy off/on for the patient programmer is so close to the orange check button. Caller said patient didn't realize they were off and they weren't controlling their body very well. Caller stated this happened before "for years" and then a couple of years ago where they met with the manufacturer rep and they found therapy was off for 8 days and patient was in the hospital and now again just a couple days ago, sunday. Caller would like to request a handset. The patient was redirected to their healthcare provider to further address the issue. Caller stated they don't have an appointment with the hcp until the end of february. As caller was ending the call, caller said something that eluded to the programmer battery compartment is taped.